Event description:
In 2009, the patient reported that an e4 (occlusion) error was displayed on her infusion device and her blood glucose was elevated. She stated that she bolused 4 units of insulin for her meal and about an hour later, her blood glucose was elevated to 575 mg/dl. She attempted to bolus 5 units of insulin and e4 was displayed. To troubleshoot, the patient was instructed to disconnect from the infusion site and she was able to prime without error. She removed the infusion site and the cannula did not appear to be bent or kinked. She believed the connection between the infusion site and tubing was not secure, but no insulin was leaking. The patient was away from home and did not have replacement supplies. She stated that she would inject insulin to lower her blood glucose. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.